Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date of event is an estimated date. The UDI number is not known as the part and lot number were not provided. The additional patient effect of death reported in the article is captured under separate a medwatch report. Article titled "a case of very elderly patient undergoing mitraclip for refractory heart failure due to mitral valve prolapse".

Event description:
This is being filed due to the patient experiencing heart failure, hospitalization, intervention, and recurrent mitral regurgitation. This research article was a case study of a very elderly patient who underwent a mitraclip procedure for refractory heart failure caused by mitral valve prolapse. Complications identified in the study included: heart failure, intervention, hospitalization, recurrent mitral regurgitation and death. In conclusion, the patient improved to the extent that it was possible to live in the facilities, but further research is needed on heart failure control for long term prognosis. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Based on the information reviewed and due to the limited information available from the article, the cause of the reported heart failure, and recurrent mitral regurgitation were unable to be determined. The reported patient effect of heart failure, mitral regurgitation, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3, d6: dates estimated. D4: the UDI number is not known as the part and lot number were not provided. Attachment: article titled, "a case of very elderly patient undergoing mitraclip for refractory heart failure due to mitral valve prolapse.